Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: data files, field service engineering report (fser), and the console 106a2-k with lot number n-5317 were returned and analyzed. No corrupted data files were found. The data files showed one file that was created on the date of the event. Eleven applications were performed, and no system notices were noted; however, the inflation issue was confirmed. All the applications showed that inflations were not sustained inflations. Varying inflation times were noted upon data file review. It was concluded by the fser that the low pressure regulator (lpr) may have been either set too low or defective. The console was returned and analyzed. The visual inspection showed labels and traces of adhesives on the console, and the foam on the cylinder support sub assembly (sa) was de-bonded from the support. The console passed the power up test without any issue. The console failed the mechanical performance test due to a system notice received earlier during inflation, indicating that the balloon was deflated. Two subsequent inflations were conducted until the same system notice was triggered. During the manual vent, a leak was noticed at the solenoid scavenging valve (s4). A test was performed where the pressure of the lpr was acquired at the start of each inflation, and three consecutive inflations were performed using the same test balloon catheter. The inflations were ended by an inflation failure (the same system notice, indicating that the balloon was deflated occurred with this test. The outlet of check valves cv6 and cv7 were immersed in water for leak detection. During the test, air bubbles were noticed at both cv6 and cv7 and that neither were leak tight. The data also showed that the lpr pressure had increased when the tank gas was open and then decreased when the balloon was connected to start increasing at each inflation. Lpr pressure was stabilized after each inflation. In addition, the data showed that the svr (solenoid valve used for inflation reservoir refilling) was opening to fill the reservoir as expected when the catheter was connected electrically to the console and the console data management software (cdm) was in the cryotherapy panel. Svid and svf solenoid were reacting as expected; however, the s4 valve was open to the atmosphere and the console did not trigger any system notice. S4 was turned on and off during the power up test as expected, then remained on during the complete application. The console did not detect s4 failure because the pressure switch (ps4) did not detect any blockage that resulted from high pressure in the scavenging hose. To ensure that the ps4 was not defective, a ps4 verification test was conducted as per the field service manual (fsm) instructions. A system notice, indicating a mechanical component error, was triggered as expected but the s4 valve did not switch to atmosphere as expected. It was noted that the system notice was triggered by the pt6 transducer, an d therefore the ps4 pressure switch (11000-s134/217582) was defective. Next, the cv6 and cv7 valves were plugged and three inflation tests were conducted. The acquired data showed that the first inflation was short and the pressure within the balloon (pt5) was less than the subsequent inflations. The data also showed that the lpr pressure had increased when the tank gas was open then decreased when the balloon was connected to start increasing at each inflation, and the lpr pressure stabilized afterward. It was further noted that the data collected pointed towards a leak in the reservoir; therefore, the injection panel was replaced with a test injection panel with a stable lpr. Testing showed the first inflation was short and the balloon was not fully inflated; confirming a leak existed within the inflation circuit. The leak was isolated to the solenoid valve (svf). The svf valve and lpr were optically investigated. Investigation revealed presence of debris on the main valve seat and scratches on the valve. In conclusion, the reported issue was confirmed through testing and data analysis. Console, n-5317, failed the inflation test due to a defective solenoid valve (svf), defective pressure switch (ps4), 11000-s134/217582, and an intermittent defective solenoid scavenging valve (s4). The defective console parts were taken out of service and the console at the existing site was replaced in its entirety. The new console was approved for clinical use. (B)(4).

Event description:
It was reported that during a cryoablation procedure, the balloon did not hold the pressure for a reasonable amount of time on the first inflation. For this reason, the physician requested service for the console. In addition, during the case, it was further reported the temperatures were not lower enough, despite good occlusion of the veins obtained. The coaxial umbilical was replaced and o-rings checked but everything was okay. Technical service was notified and a service visit was scheduled. The case was completed with cryo. The console subsequently tested out of specification upon manufacturer's investigation. No patient complications have been reported as a result of this event.